Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures, otherwise, the knife blade may not cut. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device was being applied at the time of anastomosis of rectum and colon, there was a difficulty removing a stapler from patient¿s cavity, however, it was removed with force leaving a 5cm hole in the tissue. As a result, they needed to cut and perform an anastomosis again. Also, there was a 30 minutes surgical time extension since the patient undergone reoperation. They used another product in order to complete the case. As reported, there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic low anterior resection, the device was being applied at the time of anastomosis of rectum and colon, there was a difficulty removing a stapler from patient¿s cavity, however, it was removed with force leaving a 5cm hole in the tissue. As a result, they needed to cut and perform an anastomosis again. Also, there was a 30 minutes surgical time extension since the patient undergone reoperation. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.